Event description:
An altitude alarm was reported by the customer, indicating an issue with the pump. Blood glucose levels remained within acceptable limits, peaking at no more than 500 mg/dl. The customer performed a pump reset without assistance from tandem before contacting support, successfully clearing the alarm and resuming insulin therapy with the original cartridge. Technical support provided advice on avoiding future altitude alarms.